Manufacturer narrative:
(B)(4). Unit alarmed pump error during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to pump error . Unit had cracked broken battery tube threads, cracked case (battery tube. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.